Event description:
It was reported that a stryker system 6 osc blade (part number 11-4164) was kitted in a stryker system 5 3-pack (part number 11-3629) instead of stryker system 5 osc blade (part number 11-3618).

Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete.